Event description:
It was reported that this left ventricular lead was explanted due to due to unknown product performance issue. As a result, a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular lead was found dislodged post-implant. Subsequently, the lead was explanted and replaced. No additional adverse patient effects were reported.